Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed. Valve I tested ok. Performed hardware test and unit failed for valve 2 gross leak. Investigation found the tank body is damaged. Removed and replaced the tank body and performed recharge/hardware tests and unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "pump that needs to be sent out for repair, no patient harm connected to it. S/n: (B)(6) alerts service needed a short time after starting a pump cycle. Pump was thoroughly cleaned at least 2 times before determining that the pump needs to be sent out." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.